Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous popliteal artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. During first inflation, the balloon ruptured at 10 atmospheres after being inflated for 10 seconds. The device was removed intact. The procedure was completed with a 3.0mm x 40mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. Visual and tactile inspection was performed. There was blood on the catheter and contrast in the inflation lumen and balloon. The balloon and shaft were examined under magnification. There was a balloon pinhole and scratches over the distal markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous popliteal artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. During first inflation, the balloon ruptured at 10 atmospheres after being inflated for 10 seconds. The device was removed intact. The procedure was completed with a 3.0mm x 40mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).